Event description:
Synex ii was implanted in a patient at l3 due to trauma. The surgeon verified the locking ring was closed and indicated the release tool was not used during the procedure. After implantation, the surgeon placed bone graft and supplemental fixation. The dorsal fixation was implanted on (B)(6) 2009 and removed on (B)(6) 2009. Ventral fixation was implanted on (B)(6) 2009. The patient reported he was jogging and heard a crack. The surgeon confirmed a height loss of 7mm, however, the implant was not removed.

Manufacturer narrative:
Device was not explanted. Synex ii central body devices are currently the subject of a medical device recall. The primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle, and the eccentric central body position.